Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that frequently the insulin pump had intermittent or no response to button press. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.